Event description:
The ez35w was used during a lavh. The surgein fired the ez35w once. It partially fired and jammed. The staples were malformed and here was staple line bleeding. The surgeon was able to remove the instrument from the tissue. The surgeon converted to open to the staple line bleeding. Medwatch received 0/17/96 (210040000-1996-0006). Stated "during laparoscopic procedure, for a vaginal hysterectomy, ez35b misfired, while physician was using the unit. Pt was opened and cartridge retrieved from field and hysterectomy was completed. Procedure gien to co representative for evaluation." "This is the second ez35b that misfired within 3 days."